Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had programming issues. Customer stated that her time was in 24 hour set up; she stated the insulin pump changed the format on its won. Customer stated that her blood glucose was 157 mg/dl then day before was 187 mg/dl and latest was 439 mg/dl. Customer declined to do troubleshooting due to customer believes there was inaccurate basal deliveries since her time was off. The customer was assisted in programming the insulin pump. Customer's blood glucose was 167 mg/dl. Advised the customer to monitor blood glucose and call back if issue persists. No further information provided.